Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during biomed testing the autopulse® platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer cut the lifeband on each side, leaving approximately 1 inch of the lifeband on each side of the belt clip. The customer then inserted the belt clip into the driveshaft and rotated it for one full revolution and turned the platform on to determine if the user advisory 45 was able to be cleared. The customer repeated these steps, however the user advisory continued to persist. Customer also replaced the lifeband with another one and the same issue occurred. There was no report of any patient involvement. No further details were provided.